Event description:
The complainant reported on august 21, 2006 that a male patient (age unknown) underwent a sclerotherapy procedure to stop bleeding in the abdomen. The physician used an injection gold probe during the procedure which worked well "until the component that is used for tissue buring" was not able to pull back into the catheter. During the pulling process, the distal piece detached off into the scope and the physician pushed it out with a cytology brush. After receiving follow up information on november 20, 2006, this event was determined to be reportable due to 'physician pushed out the tip into the patient.' The physician stopped the bleeding with usage of an injector. No patient injury or ill effects were reported as a result of this issue.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Evaluation: the device was returned to the manufacturer for evaluation on 09/05/2006. Visual analysis reveals the tip with needle guide tube assembly detached from the catheter. After dissection of the catheter only one or two threads were noted at the tip insertion point. The root cause has been determined, but lack of threading noted at the tip to catheter insertion point may have contributed to the tip detachment. DHR review for lot 8536688 revealed no abnormalities during manufacturing. Bsc will continue to monitor for trends.